Manufacturer narrative:
The reporter's product was requested for investigation. Relevant retention test strips (lot 373277) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for two patients tested with coaguchek pro ii meter serial number (B)(4). The first patient was tested twice using the meter, resulting with values of 5.9 inr and 4.5 inr. The time between meter measurements is unknown. At an unknown time on the same day, a sample from this patient was tested in the laboratory using an unknown method, resulting with a value of 2.8 inr. The second patient was tested twice using the meter on (B)(6) 2019, resulting with values of 6.2 inr and 5.0 inr. A sample from this patient was tested in the laboratory using an unknown method, resulting with a value of 2.5 inr. All measurements were performed within one hour of each other. No adverse events were alleged to have occurred with the patients. The first patient is in good health and is generally well. Both patients have therapeutic ranges of 2 - 3 inr.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured using a retention meter and retention controls. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.